Event description:
IV treprostinil patient with cadd legacy pumps. Per email from cnss, patient states that she had to go to ER on (B)(6) 2023 to have PICC line assessed for patency. Patient was having issues with occlusion alert on pump and was advised by prescriber to go to hospital. States no further issues with pump. Upon visit today, noted that PICC line site was red with brown drainage to site. Patient reports having itchiness to site, believes its from the adhesive. Site noted to have redness, irritation, and skin breakdown from dressing. Patient had a tear in her dressing, states she had been scratching site and may have tom through dressing with acrylic nails. No further information known. Reported to cvs/caremark by health professional.